Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the mid shaft broke when advanced into the calcified lesion. The device was removed and the procedure was completed with a 4.0x8mm nc emerge balloon catheter. There were no patient complications reported.